Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient's pharmacist (the reporter) contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter read inaccurately high compared to another device (onetouch verioflex). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the reporter. The reporter stated that on an unspecified date and time the patient obtained a blood glucose reading of 170 mg/dl with the subject meter. The reporter claimed that an unknown time later the patient presented at the pharmacy and a blood glucose reading of 40 mg/dl was obtained on other device. The tests were performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. It is not known how the patient manages their diabetes or if they made any changes to their usual diabetes management regimen in response to the alleged issue. During the follow-up call, the reporter stated that at the time of the alleged issue the patient developed symptom of sweating. The reporter claimed the patient was treated at the pharmacy with dextrose tablets and an ambulance was contacted for assistance. No additional treatment was specified. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly was treated for acute hypoglycemia by a healthcare professional after obtaining an alleged inaccurate high result with the subject meter. The alleged meter issue could not be ruled

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue of vial over labeled by a third party was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.